Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the a-rubber glue was chipped. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the ultrasonic bronchofibervideoscope exhibited that the a-rubber glue was chipped. There were no reports of patient involvement.